Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0yxyn, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's stimulator hadn't been working properly. The patient had been getting up 16 times a night to urinate. The patient believed they figured out the problem and believed their stimulator had been shut off. The patient used the patient programmer and realized the stimulation was shut off and turned the stimulation back on. Stimulation was set at 3.0v and the patient felt a "tingle down there." The patient verified that stimulation was on and confused the on and off buttons and must have turned stimulation off accidentally. The patient would keep an eye on their symptoms and see if they subsided now that stimulation was turned back on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient thought that he turned off the device by mistake. It was reportedly working okay but he was not happy with the results and was going to try other programs. Additional information received from the consumer reported that he had a loss of therapy. He had no therapy since implant. He increased stimulation until it was painful. The patient was on program 3 at 5v.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# va0yxyn implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the device had never really worked for them. They would still void 15-20 times per night and they tried eight different programs and it still had not helped them. On 2017-01-30, it was reported that they had transurethral resection of the prostate (turp) on (B)(6) 2015 (before the device was implanted), but there was still no success on (B)(6) 2017. From midnight to 9 a.m., they went 15 times. On (B)(6) 2016, a manufacturer representative (rep) reprogrammed them and there was some change in frequency, but no less than hourly voids. As of (B)(6) 2017, they were back to 15-22 times.

Event description:
Additional information received from the consumer reported that the patient had their implant off and hadn't used it for about 2 to 3 weeks. The implant wasn't working for the patient in regards to how many times they urinated or voided. The patient had not had therapeutic effect since implant on (B)(6) 2016. The patient tried about 8 different programs, but nothing helped them. The patient had been working with their health care provider (hcp) and they kept changing programs and settings and told the patient to wait a month and then follow-up back with the hcp. The patient had been doing this since implant. The patient decided they wanted to turn the implant back on, but was having issues with the patient programmer communicating with the implant on (B)(6) 2016. The patient was walked through troubleshooting and was able to sync with the implantable neurostimulator (ins). The patient verified they were on program 4 with stimulation set at 4.6v. The patient couldn't increase stimulation and there was no lightning bolt. The patient turned the implant back on and was able to increase stimulation to 5.5v, where they felt stimulation. The patient would see how the new settings worked for their issues and would follow-up with their hcp. The patient's lack of therapeutic effect had not been re solved. Since surgery on (B)(6) 2015, the patient still had the same problem and voided every half hour.